Manufacturer narrative:
Analysis performed indicated that device exhibited normal device characteristics. Sensitivity test was performed on the device with various settings and it was able to sense within the product specification. Device was cut open and visual inspection of internal components was performed and no anomaly was found.

Event description:
It was reported that the was presented in clinic for a routine follow-up. Upon interrogation, pause episodes and undersensing were noted on the device. The pause episodes could not be resolved. Abbott representative discussed that the episodes appeared to be due to poor pocket contact due to implant procedure. The device was explanted and replaced. The patient was stable throughout the procedure.